Event description:
It was reported to boston scientific corporation on september 30, 2009 that an extractor xl triple lumen retrieval balloon was used during the removal of a bile duct stone performed on (B)(6) 2009 (pt over 18 years). According to the complainant, the balloon ruptured while trying to remove the bile duct stone. The physician did not feel any resistance of the scope at that time. The physician did not pretest the device prior to use. No fragments detached or fell inside the patient. The procedure was completed with the second extractor xl triple lumen retrieval balloon after it was pretested. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The lot number of the suspect device was not provided by the customer; the device manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined. (B)(4).